Event description:
It was reported that one day post implant, the right ventricular lead exhibited high, out of range hv lead impedance in the svc vector. Programming the svc off was recommended. About one month later, the patient presented in the emergency room after falling and hitting her head during a syncopal episode. The patient was found to have been in a vf that was not converted by the device. The patient returned to sinus spontaneously after two shocks from the device. Dft testing was attempted but vf could not be induced. It was suspected that the lead connections might be reversed, and a system revision was performed. The lead was found to have a labeling defect, as both hv connector pins were labeled as rv coil. Each coil was tested and one exhibited high, out of range, hv lead impedance. The lead was explanted and replaced. The patient was later discharged with no residual symptoms.

Manufacturer narrative:
The svc and rv df-1 connectors were both labelled as rv.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(4). Device evaluation anticipated, but not yet begun